Manufacturer narrative:
Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump has scratches on the screen and the top of the screen was not easy to read. The blood glucose level was unknown. The product will be returned for analysis. It was reported that insulin pump has scratches on the screen and the top of the screen was not easy to read. The blood glucose level was unknown. The product will be returned for analysis.